Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s display was blank. The customer¿s blood glucose level was 220 mg/dl. Troubleshooting was performed but the display did not return. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to blank display. Also, it was received with moisture damage on the inside of the battery tube, motor and force sensor. No moisture damage was found on the keypad assembly. The pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.